Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump speaker was not annunciating audible tones. There was no reported impact to customer's blood glucose. A system check was performed and the pump was found to be working as intended.